Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 06 mar 2025, it was reported that there was a moderate amount of purulent yellow discharge from the peg stoma site, with granulation tissue also present. The patient's wife reported the patient was previously treated with unknown antibiotics for a stoma site infection. The district nurse recommended daily changes dressing to the site.